Manufacturer narrative:
This is a final report. The meter has been returned and an investigation utilizing the returned meter and retained test strip (lot no: 1456937) has determined the complaint is confirmed. The meter did not power on with button depression. Meter did not power on with strip insertion. Blank screen was observed. Further investigation revealed flickering when crystal's output was measured which indicates software failure. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that approximately 10 days prior to calling adc customer service on (B)(6) 2014 his adc blood glucose meter would not turn on when the button was pressed or with test strip insertion, despite having replaced the battery several times. It was reported that due to the blank screen issue he did not know how much insulin to take. Customer further reported experiencing unspecified "symptoms of high sugar level" and noted "the skin on (his) feet is falling down". Customer self-presented to eden medical center on "(B)(6), 2014". At the hospital a reading of "400 mg/dl-500 mg/dl" was received on an unspecified hospital device, customer was diagnosed with hyperglycemia and admitted to the hospital. Customer noted he was given unspecified "new pills for high blood pressure", unspecified "antibiotics" for the skin lesion(s) on his foot and noted the dose of his humalog and lantus insulin were increased. There was no report of death or permanent injury associated with this event.